Manufacturer narrative:
There was no battery out limit alarm noted on the pump. All operating currents were within specification. The pump passed the displacement test and there was no button error alarm noted. The pump had an intermittent up arrow button due to a corroded keypad trace. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm and changed the battery twice. Caller stated that they changed the battery too slowly and pressed the esc and act buttons to clear the alarm. Customer's blood glucose was 406 mg/dl at the time of the incident. Customer was taking the pump off to program their carbs and could not get it to clear. Customer kept receiving a button error after changing the battery twice. Customer stated that the button error stopped and the screen said battery changed too slow. Caller was unable to troubleshoot the battery out limit alarm due to the button error. Customer's mother was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.